Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, all the stations were not connected to es server. Customer mentioned that the memory usage was very high. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the stations were not connected to enterprise server. A technical support specialist modified the structured query language for the maximum server memory for database server from 22528 megabyte (mb) to 16384mb/16 gigabyte as the required value per deployment guide to resolve. The system functioned as intended after the technical support specialist troubleshooted the device.